Event description:
It was reported that during implant, the patient's implantable cardioverter defibrillator (ICD) set screw for the right ventricular port had dislodged. A repair of the set screw was attempted but the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a set screw with a rounded socket. (B)(4).